Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that on (B)(6) 2015 the receiver no longer powers on. Foreign distributor did not report any injury or medical intervention.